Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (hydromorphone) at an unknown concentration and dose via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported the patient had five surgeries in the past (pre-existing condition). It was noted if the patient told her healthcare provider (hcp) her neck hurt from stenosis the hcp would not do anything to address it. It was noted the patient had a major disc problem and they put a fusion in her neck in 2010 and one in her lower back in the 1990's. It was reported the patient has always had a neck problem. As time went on, the patient became paralyzed on her right side in 2010. It was noted the hcp asked the patient what happened because the patient had a bump in her back from the fusion. The patient did not feel the hcp read her file. It was noted the patient had been putting up with the hcp and wanted to change for the right reasons. It was felt the current hcp turned the pump so low for a setting regarding the government and her prior hcp had it too high. The patient wants her life back. The reporter stated the patient was left in tears and went through all of this to have the pump put in and now the "laws are affecting the use." It was very frustrating for the patient to give feedback. It was noted the patient does not blame the hcp, but the patient has needs and it was very complicated with the patient. The patient was told if she needed oral soma to go to her primary care physician. Further information was provided that the patient's catheter pulled down 6- 7 months after being implanted. The hcp performed a MRI and put a "duragesic in there or changed the duragesic and the issue was resolved." The patient's catheter issue was resolved. The patient's pain needs were not being addressed by her hcp. The patient requested physician listings because she feared being dismissed if she continued to inquire about her needs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.